Manufacturer narrative:
The field service engineer found drops on the cuvettes during cuvette washing. The rinse unit was checked and the tubing was cleaned. Valves, vacuum tubing, and the sample probe were also cleaned. Precision studies were performed. No further issues have occurred since the service actions have been performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The albumin reagent lot number was 71219801, with an expiration ate of 30-jun-2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with alb2 albumin gen.2 on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The first sample initially resulted in an albumin value of 2.53 g/dl and it repeated as 3.30 g/dl. The second sample initially resulted in an albumin value of 1.92 g/dl and it repeated as 2.66 g/dl. The third sample initially resulted in an albumin value of 2.28 g/dl and it repeated as 2.85 g/dl.